Manufacturer narrative:
Device lot number unavailable. UDI not available for this instrument. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site had three instruments that were bent and twisted. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: the probe was returned to the manufacturer for analysis. Analysis found that the returned probe had no apparent physical damage. No problem was found with the probe while under testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that general use contributed to the damage to the probes and that they were visually bent. The site did not try to verify them since they did not want to use bent instruments when navigating.